Event description:
Complainant alleged that during a routine shift check by a clinician, the device charged the selected energy, however failed to discharge and displayed a "release shock" message. No pt involvement in the reported malfunction.